Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and the liquid crystal display is damaged. Due to the condition of the device, the reported event of the screen display being frozen was confirmed. The root cause was determined to be a damaged lcd.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, that the patient's receiver was dropped and their receiver display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.